Event description:
The catheter broke.

Manufacturer narrative:
The sample is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).